Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Event description:
The affiliate reported "cod14-17. During the procedure, the first forceps carbonized on the tips and subsequently deformed (the generator was set in 'cut' modality at setting 80). The surgeon kept the same settings on the generator and continued the procedure on the same kind of tissue by using a new forceps: the forceps emitted 'sparkles' ; the tips were incandescent with a red colour and so the forceps carbonized with deformation. The procedure was finished by using a 3rd forceps and by setting the generator at cut modality at a value of 60. No patient adverse consequences have been reported. Moh repository record number: - (B)(4) (for the code 802993) - (B)(4) (for the code 801172)" no delay in surgery greater than 30 minutes as a result of this incident.

Manufacturer narrative:
Evaluation of the instruments (2) revealed excessive damage on the tips of both instruments. The metal tips are melted and distorted. The damage seen on the tips of these instruments is consistent with improper/misuse of the instruments. It appears that excessive heat was introduced to during use and resulted in melting of the metal tips. It is recommended that the heat setting recommended in the instructions for use be used in order to prevent this type of damage from occurring. The complaint of "carbonized on the tips and subsequently deformed" was confirmed and is attributed to misuse of the instruments. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Manufacturer narrative:
Please note that an additional lot number was populated in this medwatch for the 2nd concominant device for product code 80-1189: lot 1311. Both devices were returned for evaluation on 7/29/14. The other concominant device 80-1172 was not returned for evaluation; lot number is unknown; there was no mention of product problem with this device. This complaint is considered closed.